Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226 occurred, kinks and knots on the video cable, failed leak test and crack in video connector was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a crack in the video connector the device failed leak test. The most probable caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed an error. There were no reports of patient harm.